Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted along with concurrent hysterectomy, cystoscopy with hydrodistention, lysis of pelvic adhesions, and excision of mole on leg due to stress urinary incontinence, mild interstitial cystitis and pelvic adhesions. It was reported that following insertion the patient experienced urinary incontinence and had gallbladder removed in 2012. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.